Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl at its highest with ketones. To address the bg level, the customer changed the supplies on the pump and delivered a bolus. A cause for the past occlusions could not be identified. A system check was performed using the current supplies on the pump and the cartridge was found to have cracks in it. The customer was to change out the cartridge using one from another box.